Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to revert the fractional unit settings. The technical support specialist (tss) identified that the pocket was reported to be defaulting to fractional dosing, while other devices at the facility had pockets without fractional settings. User unloaded the item from all spaces on the device. The tss confirmed that after the station was fully synced, the pocket was able to be reloaded without fractional settings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to revert fractional units setting. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.